Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of low results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 114-175mg/dl fasting. Verified test strips expiration date is 10/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of 39 mg/dl on (B)(6) 2016 @ 12:26 pm, 76 mg/dl on (B)(6) 2016 @ 01:23 pm, and 76 mg/dl on (B)(6) 2016 @ 01:25 pm. The customer is calling because he noticed that his trueresult meter is reading lower than his prodigy meter. The customer stated that he has gotten a 76 mg/dl on his trueresult meter and 107 mg/dl on the prodigy meter. The customer is not taking medication due to diet control; since recently losing weight.